Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral and topical antibiotics (date not reported).

Manufacturer narrative:
Per the clinic, the patient has had a baha connect to attract conversion under a general anaesthetic. This report is submitted on march 2, 2020.

Event description:
Per the clinic, the patient has had a baha connect to attract conversion under a general anaesthetic.